Event description:
It was reported that the asymptomatic patient experienced right atrial lead noise. The lead noise was not reproducible via isometrics. The lead was reprogrammed and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.